Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 162 mg/dl. The customer was asked if he recalls any significant events leading to the alarm and he said no. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.